Event description:
It was reported that the pt reports that he cannot understand anything whereas beforehand he could understand everything. His speech processor is working well, all external parts were checked and they are functioning. His speech therapist reports that since his first fitting he was understanding very well during therapy in open field, he was using the telephone and he did not use the hearing aid on the contra-lateral side. Since (B)(6) 2010, his understanding has decreased and he has been able to understand less and less. During testing it was seen that there are several hi channels and two more channels with a poor auditory perception. Three electrode channels first appeared with hi in (B)(6) and then another two in (B)(6). An x-ray was carried out and it shows that part of the electrode array is out of the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.